Manufacturer narrative:
The returned device was evaluated. External visual inspection showed cracked housing. The device was able to obtain readings and alarm alert conditions were functional. When powered on one led segment did not illuminate. Internal inspection isolated the failure to a detective led segment on the instrument board. The customer complaint was duplicated. A service history record review reveals that this unit was in the field for over two (2) years with no previous reported issues related to this reported event.

Event description:
The customer reported the device display is missing segments. No patient impact or consequences were reported.